Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vc perforation, tilt, swollen legs,blood clots, pain, trouble walking. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported swollen legs, blood clots, pain, trouble walking is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2008 via an unknown access due to pulmonary embolism. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿both legs are always swollen, blood clots and constant pain¿ as well as ¿trouble walking.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6)2019, ¿on the current study, again seen is the ivc filter with the proximal tip distal to the confluence with the right renal vein. On the current exam the tip is tilted to the anterior medial ivc wall. The posterior medial tine extends beyond the ivc wall to a position posterior to the aorta immediately adjacent to the anterior lumbar vertebral body. A 2nd posterior tine extends laterally beyond the ivc filter wall to the cortex of the subjacent lumbar vertebra.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via right common femoral vein. The patient further alleges anxiety.

Manufacturer narrative:
Conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation is reopened due to additional information provided. The following allegations have been investigated: anxiety. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been provided. Patient allegedly received the filter implant due to trauma/motor vehicle accident (mva). Patient is alleging organ perforation/abutment. Patient further alleges "one prong of the filter has perforated my l3-l4 disc, and a second prong is abutting it," as well as worry.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, b7, and h6. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, worry. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.